Manufacturer narrative:
On 24-nov-2020, mentor received additional information regarding the revision surgery and replacement devices. The patient underwent bilateral removal and replacement with two 800 cc mentor smooth round moderate plus profile (catalog #: 3502800, left serial #:(B)(6), right serial #: (B)(6)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/26/2019, the suspected medical device was returned for evaluation. On 1/8/2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device, no apparent damage was observed. Leak testing was performed, and it revealed that there is a tear in the anterior view, measuring approximately less than 0.1 cm.microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Some patients may experience a prolonged wound healing time. Smoking may interfere with the healing process. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided deflation and impaired healing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with two 630cc mentor smooth round high profile saline breast implants and suffered left-sided deflation with impaired healing postoperatively. The patient stated that approximately one week after surgery, when the protective pad surrounding her wound was removed, that she felt a tear. The skin continued to open wider, but her physician repeatedly stated that it would heal on its own. Eventually, the patient went to the emergency room, where she was directed to return to her surgeon. She noted that what appears to be a suture near her left areola could not be removed, as it may have been directly attached to the implant itself. Furthermore, the patient reported right-sided capsular contracture, noting a scar tissue buildup as well as significant implant shifting. As a result, the patient underwent bilateral removal and replacement with unspecified devices on (B)(6) 2019. This report is for the left prosthesis.